Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A clinical director reported an unexpected outcome post lasik in a patient's left eye. Mild superficial punctuate keratitis was noted. Patient is using a topical steroid, an oral antibiotic fish oil and cyclosporine ophthalmic emulsion. Upon follow up, a company representative spoke with the clinic manager and it was noted that it was still early in the prk healing process when this patient was last examined and expect over time that the refraction will stabilize. Current post-operative medications were reviewed and treatment was continued as planned. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).